Event description:
The customer contacted stryker to report that their device would not provide any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.